Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2026, about 3 to 4 weeks prior to the report date, the patient stated that she was hospitalized due to low blood sugar and low blood pressure. The patient reported experiencing inaccurate glucose readings at the time of the event but was unable to provide the actual glucose values. The patient could only recall receiving low glucose readings; however, it was not confirmed whether these values were from the cgm or a fingerstick blood glucose (fsbg) measurement. During the hospital visit, the patient recalled receiving intravenous (IV) fluids. No additional treatment information, diagnosis, or clinical details were provided. When asked for further information regarding the event, the patient stated that she could no longer remember what occurred and declined to provide additional details. The patient reported having memory difficulties related to neurosarcoidosis. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.